Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that the patient reported the therapy never helped them since implant. Agent did not ask about the circumstances that led to the reported issue. The patient was calling because they are in need of MRI for possible breast cancer and their implanting physician told patient the device could not be removed because the "wires attached to the spine".

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v779635, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 14-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.